Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) stated this right ventricular (rv) lead exhibited noisy signal despite stable impedances and thresholds. A reprogrammed was attempted to eliminate the noise was unsuccessful. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) stated this right ventricular (rv) lead exhibited noisy signal despite stable impedances and thresholds. A reprogrammed was attempted to eliminate the noise was unsuccessful. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.